Event description:
On (B)(6) 2025, the user reported a discrepancy between fingerstick and continuous glucose monitor readings. Blood glucose (bg) was affected, with a high of 480 mg/dl. The sensor did not accept calibrations, so the agent advised replacing it and verifying future readings with fingersticks when possible. The user replaced the sensor, and the ilet resumed dosing. Symptoms of frequent urination and fatigue were reported. A follow-up the next day confirmed bg had returned to range. No medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.